Event description:
This report summarizes 2 malfunction events in which the device or cutting accessory fractured. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 3 events were previously reported during the reporting quarter; however:  - 1 event was reported in error. - 2 previously reported events are included in this follow-up record. Product return status 2 device investigation types have not yet been determined.

Event description:
This report summarizes 2 malfunction events in which the device or cutting accessory fractured. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the cutting accessory fractured. 3 events had patient involvement; no patient impact.